Event description:
It was reported that the patient was working with a physical therapist who noticed generalized weakness. A head computed tomography (CT) scan was completed that revealed ischemic multifocal right sided strokes. The patient experienced prolonged hospitalization. The patient was in ongoing stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient remained with some visual deficits at the time of study completion.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.